Manufacturer narrative:
Care is required when using the catheter. An investigation is needed to clarify the insertion and leak circumstances. The product IFU gives clear directions concerning catheter insertion, care, and maintenance. The product sample has not been received from the rptr. There was no serious pt injury reported. Additional information has been requested from the rptr.

Event description:
Based on the report, received at neomedical on (B)(6) 2009, on possibly (B)(6) 2009, the catheter was removed while investigating possible embolism. When the removed catheter was examined, it was seen to have a split at approx 3-4 cm. A replacement catheter was inserted. The pt is ok and there have been no other problems. The used catheter / sample may have been saved. (B)(4).